Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st mesh (device 3). Additional supplemental emdrs were submitted to represent the composix l/p (device #1 and #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with recurrent epigastric incisional abdominal hernia thereby underwent laparoscopic repair with implant of composix l/p (device 1). Per op notes, ¿extensive abdominal wall adhesions were taken down. An incisional hernia sac was identified and reduced. A composix l/p (device 1) was placed and secured using sutures. The mesh was tacked circumferentially.¿ (B)(6) 2011 - patient was diagnosed with two separate incisional hernias thereby underwent open repair with implant of composix l/p (device 2). Per op notes, ¿two incisional hernias were noted. One in upper epigastric area and one in the left suprapubic area. Incision was made in the suprapubic region. The hernia defect was noted and removed all attenuated fascia and hernia sac. A composix l/p (device 2) was placed and sutured. In the epigastric region, hernia sac was identified and the intra-abdominal contents were reduced. The defect was repaired primarily with sutures.¿ (note: there is no visualization of composix l/p (device 1) in the procedure) (B)(6) 2020 - patient was diagnosed with llq incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿incision was made through previous left inguinal scar. The hernia was identified and reduced. A synthetic mesh was placed and sutured¿ (B)(6) 2021 - patient was diagnosed with recurrent llq/suprapubic incisional hernia and adhesions thereby underwent open repair. Per op notes, ¿incision was made and dissected the subcutaneous tissue off to the old mesh. A defect was noted just left to the prior mesh (device 2). The defect was repaired with sutures, and the old mesh (device 2) was densely adherent to the small bowel was lysed and the mesh was left in place.¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia from prior laparoscopic repair in epigastric region, pain and seroma formation thereby underwent robotic assisted repair with excision of composix l/p (device 1and 2) and implant of ventralight st (device 3). Per op notes, ¿incision was made in the left upper quadrant scar. Omental adhesions were lysed to the anterior abdominal wall and small bowel. In the left lower quadrant and suprapubic area there was a previous mesh (device 2) adhesions were lysed. Omental adhesions were taken down. Three separate pieces of meshes (device 1 and 2) and synthetic mesh were noted. Seroma cavity was noted between the two pieces of lower quadrant meshes (device 2) and synthetic mesh were noted and excised along with seroma cavity. Interloop adhesions in the llq were lysed. There was lot of scar tissue in this area. Then in the upper quadrant the hernia sac was noted and excised. A piece of mesh (device 1) was excised and removed. A ventralight st (device 3) was placed in the upper quadrant and secured with sutures.¿ (B)(6) 2022 - patient was diagnosed with abdominal wall abscess from previous repair thereby underwent open repair. Per op notes, ¿previous midline scar was opened. Abscess cavity was entered and moderate amount of fluid was noted and drained.¿ (B)(6) 2023 - patient was diagnosed with abdominal wall sinus and pain thereby underwent open repair with excision of sinus and debridement of wound. Per op notes, ¿previous midline incision was made at the site of sinus. The sinus was excised. Wound was closed and dressed.¿ (B)(6) 2023 - patient was diagnosed with abdominal wall abscess thereby underwent open repair. Per op notes, ¿a large amount of brownish serous fluid was noted with some old blood clots. This was purulent in nature. All these fluids were drained and removed. Some old hematoma was removed. Wound was packed.¿ (B)(6) 2023- patient was diagnosed with hernia mesh infection thereby underwent open repair with excision of ventralight st (device 3). Per op notes, ¿midline incision was made above the umbilicus. The old mesh (device 3) was identified. The mesh and omentum adherent to the bowel were lysed. The old mesh (device 3) was excised and removed.¿ (B)(6) 2023 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of composix l/p (device 4). Per op notes, ¿the hernia defects were identified, and another defect was noted towards the inferior and towards the umbilicus were noted. All the defects were made into one large defect. A composix l/p (device 4) was placed and sutured.¿